Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci 8mm maryland bipolar forceps instrument to perform failure analysis. The bipolar instrument was analyzed and found to have damaged conductor wire insulation at the distal end near the yaw pulley. The insulation was damaged, and the conductor wire was exposed as a result. Components adjacent to this conductor wire do not show damage. The instrument failed the electrical continuity test in one of the grips.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument did not energize. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer did not observe arcing during the previous procedure and there was no report of patient injury. The reporter then provided patient demographics.